Event description:
It was reported that the patients leads were no longer working following an ipg replacement procedure. It was also stated that the patient was experiencing inadequate stimulation despite attempts of reprogramming. The patient underwent a procedure wherein one of the patients lead was replaced and that the was doing well postoperatively. The explanted lead was retained by the medical facility and will not be returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 18940923/18985268. Product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 14246351.